Event description:
We were doing a leep procedure after procedure the surgical tech told me that the surgeon told her that he broke the string in the fischer cone biopsy excisor. Item broke in patient but instrument with string removed in its entirety. Team followed policy to ensure no retained surgical items. Planned procedure completed without complication and discharged home later that day.